Event description:
The patient tripped on a stone, fell onto his right knee, and fractured his right patella in 2007. The patient was hospitalized. A cast was put on the right leg. The serious adverse event was possibly related to deep brain stimulation, medication treatment, and his underlying condition. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reported as directed by the staff.